Event description:
Additional information received. The pt did not require a colostomy. The blood transfusion was required due to pt's diagnosis of lymphoma with a platelet deficit not due to device failure. The surgeon extended the incision a little to complete anastomosis.

Event description:
It was reported when the device was used during a colon resection procedure, it did not fire. Consequently, the pt required a blood transfusion and incision was extended. Pt received a colostomy. There were no other reported pt consequences.